Event description:
The affiliate alleged the customer reported elevated troponin I (accutni) results, within the risk stratification range, for one pt involving unicel dxi 800 access immunoassay system. This is report number one of two referencing system serial number (B)(4). The pt's troponin I levels were persistently elevated in the absence of any clinical ailment and questioned by physicians. The customer suspected the elevated results linked to the alkaline phosphatase substrate. The elevated results were released out of the laboratory. There was no report of pt injury. There has been no report of a change in pt treatment associated with this event. The customer supplied beckman coulter, inc. In (B)(6) with the pt sample for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer collected samples in 15x75 sarstedt monovette tubes. Centrifugation of samples were performed at 4,000 relative centrifugal force (rcf) for 5 minutes at room temperature. Quality control (qc) was within specifications. Customer product line support (cpls) laboratory tested the patient sample and confirmed the presence of interfering substances in the patient sample. It is conclusive the customer's results were falsely elevated due to interfering substances in the patient blood. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-02432. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point.